Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a fuzzy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. B5 correction: it is unknown when the event occurred. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause for the fuzzy image event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the no image event could not be identified. Based on the results of the investigation, the most likely cause was not estabslished. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.